Event description:
As reported, hospital was explanted a valved PICC device when the catheter broke off inside the patient. The catheter pieces were able to be removed without patient injury. The used device is not expected to be returned.

Manufacturer narrative:
Although, no sample is expected to be returned, we are attempting to obtain additional information regarding the event from the sales representative and the hospital to assist in our investigation. Upon completion of the investigation, a follow-up medwatch will be submitted.